Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be confirmed. Additional observations were as follows: the lens was returned in a plastic specimen container with an unknown solution. The optic is nicked/chipped and cracked/fractured - rejectable. Ultrasert device not returned. No root cause identified. The reported complaint "posterior capsule rent" could not be confirmed. Damage was observed to the iol. All iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, the doctor noticed posterior capsule rent. The iol was explanted and implanted with other lens.